Manufacturer narrative:
Qn#: (B)(4).

Event description:
During cvc insertion the guide wire kinked and began to unravel. The reported defect was detected during use. The patient condition is reported as "fine". There was no patient harm/injury/consequence. Therapy was reported to be delayed/interrupted.

Manufacturer narrative:
(B)(4). Information from this complaint was submitted under MDR#9680794-2020-00295, thus this MDR should be voided as it is a duplicate.